Manufacturer narrative:
The investigation of thrombus, positioning issues, and low pump flow has been completed. The impella device was not returned for evaluation. Data log analysis did not show major positioning issues during the case. The root cause of the suction alarms was most likely improper positioning since clinical details stated the suction alarms were resolved by repositioning and no other abnormalities in the data logs. The root cause of thrombus and the positioning issues was not determined since insufficient clinical details were provided. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28009. H6 health effect - impact code 4648 was erroneously entered on the initial manufacturer device report number 1220648-2025-28009.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: placement signal not reliable (psnr) alarms were reported on (B)(6) 2025 with mention of placement signal low alarms as well. Data log review shows period of low snr throughout the first two weeks of the case with variable gain and low contrast. An abrupt rise in snr is seen on (B)(6) 2025 with a decrease in gain and increase in contrast afterwards. After these changes, there were no abnormalities with the optical parameters. Just before this abrupt rise in snr, the ac power was disconnected and then reconnected shortly after the rise. The root cause of the optical signal issue was most likely an air gap from between the aic and the patient cable plug since data logs showed characteristics of an air gap and the issue was eventually resolved. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: optical signal "2917" issue added for FDA reporting.

Event description:
A complainant reported that the decision for impella 5.5 was made when a patient started to decompensate. While on support, a placement signal low alarm occurred. Additionally, the surgeon reported that the pump was angled toward the mitral valve, however the pump was flowing well with no hemolysis. The surgeon decided to leave the pump in for support. The patient was successfully weaned from the pump and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support it was reported that they were having suction alarms occasionally. They checked position and were satisfied. Additionally, a ultrasound completed of right arm, showed a small non occlusive deep vein thrombosis. The patient continued on support without intervention.

Manufacturer narrative:
D10 concomitant medical products and therapy dates updated.